Manufacturer narrative:
The customer stated they will not be returning the blade. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the blade tip broke off. The fragment was successfully retrieved from the patient. There was no patient injury.